Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this incident. The reported patient effect of worsening mitral regurgitation (mr) and mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed a definitive cause for the reported tissue damage cannot be determined. The reported worsening mr was likely a cause of tissue damage. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other clip delivery system ((B)(4) referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the leaflet damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The first clip was implanted at a2/p2, reducing the mr to 3+. The second clip delivery system (cds 70614u154) was advanced to the mitral valve. After successful grasping lateral to the first clip, the gripper line removability was tested, but the gripper line did not respond. Troubleshooting was performed, but was not successful. The decision was made to open the clip and remove the cds. The new cds (70731u215) was advanced to the mitral valve and the clip was positioned lateral to the first. The deployment sequence was started; however, the mr had worsened and the posterior leaflet was torn. The decision was made to not implant the second clip, and remove the cds. One clip was implanted and the mr remained at 4+. No additional information was provided.